Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend or abnormal complaint activity was identified for the customer's issue. The second analyzer used by the customer to test patient samples generated a slightly higher hemoglobin result. It is possible that there is a slight calibration difference between the two analyzers. The possibility of a mixing issue could not be eliminated. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed hemoglobin imprecision on the cell-dyn ruby analyzer. Sample 2: 8.35, 8.33, 7.77, 8.23 and 8.33 g/dl. Retesting on a different analyzer generated results of 8.58 and 8.49 g/dl. The customer uses a transfusion cutoff value of 8.0 g/dl. No impact to patient management was reported.